Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations.this MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet display became partially unresponsive, with the top-left quarter of the touchscreen not functioning, while the screen was clean and no screen protector was in place; blood glucose was reportedly unaffected, and the patient transitioned to backup therapy. Symptoms included no adverse clinical effects. Outcomes included no hospitalization and no medical intervention beyond switching to backup therapy. Investigation included troubleshooting to rule out obstructions on the screen, verification of device condition, and initiation of a device return for further assessment. Investigation of this case revealed a suspected touchscreen/display malfunction consistent with a hardware screen responsiveness issue. It was concluded, based on previously established findings for similar reports, that the cause was a device component failure of the touchscreen/display.